Event description:
Caller alleged inaccuracy with inratio. The results as follows: date: 12/27/2006, inratio: 2.6, lab: 20.5, mean: 11.6, confidence limits; unable to be determined. Date: 12/27/2006, inratio: 2.2, lab: 20.4, mean: 11.6, confidence limits: unable to be determined.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. Date: 12/27/2006, inratio: 2.6, lab: 20.5, mean: 11.6, confidence limits: unable to be determined. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are not within the confidence limits for inr testing. The results are considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is required at this time. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. Date: 12/27/2006, inratio: 2.2, lab: 20.4, mean: 11.6, confidence limits: unable to be determined. Per internal proceduer, the mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are not within the confidence limits for inr testing. The results are considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is required at this time.